Manufacturer narrative:
Device return is not required.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on (B)(6) 2017, the patient experienced low blood glucose (bg) less than 40 mg/dl. There were no reported signs or symptoms of hypoglycemia. The patient reportedly self-treated with a glucose drink to bring bgs back up. The patient also reportedly experienced elevated bg over 250 mg/dl but under 500 mg/dl with no signs or symptoms of hyperglycemia. It was reported that the continuous glucose monitoring (cgm) readings were inaccurate as compared to the finger stick blood glucose (bg) values. The alleged high bg does not meet criteria for a serious injury. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with inaccurate cgm reading.